Manufacturer narrative:
Device was received with constant new software release detected alarm followed by failure of flash memory alarm, problem isolated to mother board. Unable to verify unexpected restart error or perform the operating currents measurement, self test, unexpected restart error test, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to constant new software release detected alarm.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that insulin pump had unexpected restart after every battery change. Customer¿s blood glucose was unknown at time of incident. Insulin pump will be return for analysis.